Event description:
It was reported that the implanting surgeon nicked a nerve and stated that the patient has not been the same since. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months after implant procedure.